Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 31 units after delivering approximately 10.2 units of insulin. Reportedly, the cartridge was filled with approximately 120 units of insulin. The customer's blood glucose level was 110 mg/dl. Reportedly, a new cartridge was loaded.